Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged e-belt connector) has been confirmed. Upon eval, the trunk connector housing was broken and the locking nut was missing. The damaged connector prevented the e-belt from properly connecting to a monitor. The root cause of the damaged connector cannot be positively identified but is likely excessive force when missing the belt with the monitor. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his electrode belt was damaged and would not stay connected to his monitor. The pt was provided with a replacement electrode belt.